Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain, their ventricular lead had perforated the heart which was previously reported in 2017865-2011-07190. Additional information notes an echocardiogram revealed pericardial effusion with tamponade. Fluid was drained from the patient via a pericardial window and the leads were left in position. The patient tolerated the procedure well and the patient's condition post procedure was stable.